Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The customer was issued a replacement internal battery to address this issue. Based on all available evidence and previous investigations of similar complaints, the battery failure was due to a supplier manufacturing process issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral battery pack was revealed to have thermal damage. There was no patient harm or serious injury reported as a result of this incident.